Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "rn found debris in a red top tube. Debris also on the styrofoam tray."

Manufacturer narrative:
H6: investigation summary bd received 4 photos from the customer in support of this complaint. The photos were evaluated and confirm the reported issues of loose foreign matter inside of the tube as well as loose foreign matter in the tray pack where the tubes are seated. Therefore, this complaint can be confirmed based on customer photo analysis. Additionally, 30 retention samples from the bd inventory were evaluated and the tray pack holding the samples were visually inspected for loose fm in the tubes and on the tray pack. All samples and the tray pack passed testing with no evidence of loose fm. Therefore, this complaint cannot be confirmed based on retain sample analysis. As the customer sample is needed to definitively identify the composition of the foreign matter, the root cause of the foreign matter in the tube and on the tray pack cannot be determined without the returned customer sample. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "rn found debris in a red top tube. Debris also on the styrofoam tray."